Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). (B)(4). The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned an autoclave case and hose, for evaluation. Product review of the dermatome an on (B)(6) 2019 revealed that the device was slightly out of calibration specifications. The control bar was not in the proper position. The device operated within motor speed specifications. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the vespel sleeve bearings and semi-circle bearings. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The cause of the reported event was due to the position of the control bar. During the product review it was noted that the control bar was not in the proper positon. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
During surgery it was reported that the device was skipping and needs calibrated. An additional graft was not taken. No adverse events were reported as a result of this malfunction.